Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010 for the treatment of pelvic organ prolapse and stress urinary incontinence. The patient experienced erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. The patient was scheduled to have the mesh removed on (B)(6) 2011.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00674. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a cystoscopy and colpopexy due to stress urinary incontinence, cystocele and rectocele.